Event description:
Stent was deployed in patient. Balloon was inflated to dilate the stent and before the balloon was even inflated the stent fractured. The stent should not have fractured. The physician immediately noticed the fracture and closely imaged the stent. He deployed an additional stent over the fracture. This event could not have been prevented. This is extremely rare. Images of the event were taken and are available.